Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the handset was lagging at 90%. The patient mentioned that it seemed like the equipment was finnicky when it was placed over the pump in order to find the pump. The agent reviewed considerations and suggestions with the patient the agent reviewed and guided the patient through clearing the data. The patient was then able to connect to the pump without any lag. When asked for the event date, the patient said it was probably three years ago.

Manufacturer narrative:
B3: event date is asked/unknown. Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.